Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy ). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Essure removal date added. Outcome of event chronic pelvic pain was updated to not recovered / not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nsaid and acetaminophen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received - new event "'mental anguish, depression" was added. Historical medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfujly occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- patient's pelvic pain was recovering.salpingectomy (bilateral removal of fallopian tubes) was added a surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin cancer and achilles tendon rupture. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2007 to (B)(6) 2008; for an unreported indication: nsaid and acetaminophen. Concomitant products included ibuprofen since 2008, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008 and multivitamins, plain since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 3 days after insertion of essure. In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression/psych injury"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the anxiety, depression, vaginal haemorrhage, menorrhagia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient had sex 8 weeks after the removal of essure. She received treatment for following events pelvic pain, genital bleeding". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Events¿ genital haemorrhage, and post procedural complication¿ was added. Event¿ pelvic pain¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin cancer and achilles tendon rupture. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2007 to (B)(6) 2008; for an unreported indication: nsaid and acetaminophen. Concomitant products included ibuprofen since 2008, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008 and multivitamins, plain since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 3 days after insertion of essure. In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression."). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the anxiety, depression, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfujly occluded. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Onset date of event pelvic pain were update. Historical and concomitant drug added. Medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.